Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg was explanted. Additional information as to the explant has been requested, but unable to be obtained.